Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice (hc) display while refilling the heater during the fill cycle (see referenced complaint). There was some solution in the supply bag only. The technical service representative (tsr) assisted the home patient (hp) lift the supply bag and instructed the hp to press go. The hc machine resumed back to refilling the heater bag. Per hp, then the supply bag came undone (addressed in this complaint). The tsr assisted hp to end therapy. (Fill volume = 362 ml.) No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the supply bag separating, the hp stated that he did not recall the incident. The hp stated that he did not have any supplies from that time and did not remember the lot numbers. The hp further stated that he was no longer on the peritoneal dialysis (pd) therapy. Upon inquiring about the reason, the hp simply stated that it was just not working for him. The hp is on hemodialysis. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per customer, the samples were not available. Should additional information become available a follow-up MDR will be submitted.